Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent struts were lifted. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 85% stenosed, mildly tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR.: a promus element, mr, ous 2.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion kink located 18.4cm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent struts were lifted. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was 85% stenosed, mildly tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent struts were lifted. The device was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.